Manufacturer narrative:
The complaint sample was received at integer for evaluation, however the reported event is unconfirmed. The device and a cup simulant were assembled and disassembled per instructions for use (IFU) that were sent with this device. The cup simulant was used to simulate an implant. After assembly, the strike plate was struck with a mallet several times. The locking mechanism did not fail as the cup remained secured to the impactor throughout impaction and the locking mechanism remained locked. The ratchet was then released as intended and the cup simulant was unscrewed from the impactor, as intended. Other observations: the weld around the ratchet housing was cracked all around. The ratchet mechanism still functions as intended, however, this cracked weld around the ratchet housing may have contributed to the event that was reported, even though it could not be confirmed; there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the teeth and back side of the ratchet key showed signs of wear; the returned complaint sample was etched per applicable drawings; no discrepancies were discovered during production record review. In conclusion, the reported event is unconfirmed as the locking mechanism was observed to function as intended. However, the weld around the ratchet housing was cracked all around, which may have contributed to the event that was reported. This fractured weld is attributed to insufficient weld penetration due to the weld program. Integer was made aware of this event 19-mar-2018, however a different part number was reported and it was unknown that the weld fracture existed. The complaint sample was received on 21-jun-2018, which is when it was observed to be the part number reported in this form and had the fractured weld. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported that the offset cup impactor locking mechanism failed and the doctor had to abort to a straight cup impactor handle. No adverse events nor patient consequence were reported as a result of this malfunction.